Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. We conducted a survey based on the reported event and the provided photo. From the provided photo, it was confirmed that the tissue pad was peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a hemicolectomy using the subject device, the tissue pad was partially separated. There were no fallen fragments inside the patient since it was not totally separated. The probe tip was broken in the procedure. The intended procedure was completed with another device. There was no patient injury reported. A photo of the subject device was provided. It was not confirmed by the photo that the breakage (fracture) of the probe. This is the report regarding the separation of the pad.